Manufacturer narrative:
The problem was due to a component failure (defective touchscreen and not working photodiode). We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system has the following problems: "the internal power meter was damaged, the display was working intermittently, didn't let the service menu and sometimes the screen went blank. " no adverse effects to patient were reported.